Event description:
On march 5, we received an official letter from the FDA stating that an incident report had been received. Based on the contents of the report (mw5151567), we investigated with the importer, benev, and it appears that the reporter and the patient made a false report for the purpose of extorting money from the clinic and benev or out of spite when their demands were not met. The first reason we made this decision was because what they reported to the FDA and what we actually investigated were very different. First, based on the reported information (mw5151567), it was assumed that the patient was a high school student, but after investigation, it was confirmed that the patient was an adult in her 70s or older. Second, although the treatment area was reported on the entire body, it was confirmed that the treatment was performed only on the face. Lastly, the report claims that the sylfirm x treatment is dangerous because it causes continuous fat loss. But the patient in question did not receive additional treatment after the first treatment, and it is impossible to achieve continuous fat reduction with one treatment. The patient said she had weight control, but claimed that the sylfirm x treatment caused her face to look thin. The second reason is that more experts judged their claims to be absurd than the expert who agreed with their opinions. In order to verify their claims, patients and reporters searched for experts who agreed with their opinions and reported adverse events to the FDA. However, they did not specify contact information or clinic names for the experts they consulted, and the investigation found that they contacted more plastic surgeons than the expert mentioned in the FDA report. Additionally, except for the expert mentioned in the report, all other doctors/clinics deemed their claims absurd and blocked them. Lastly, she was not satisfied with the treatment, so even though she refunded the money, she demanded more money from the clinic where the treatment was performed, and even suggested suing benev, the importer. After inquiring with the clinic where the patient received the treatment, the patient was not satisfied with the results of the treatment, and the clinic refunded the patient the cost of the treatment, (B)(6). However, the reporter and the patient did not accept this action and demanded more money than (B)(6) and threatened legal action. They even asked the clinic to sue the importer, benev. The clinic became suspicious of this request and handed over all data and information to lawyers and insurance companies. Based on these findings, it appears that these two people made a false report with the intention of extorting money from the hospital and benev, or out of spite when their demands were not met.